Event description:
It was reported that the universal modular electric/battery double trigger handpiece attachment was blocked into the handpiece. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. Eval of the device observed that the motor holding screws were broken and that the motor was noisy. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.